Event description:
The customer reported to a baxter representative a condition of one interlink continu-flo administration set that was alleged to have "come apart at the distal y-site" during use on an unknown patient; there was no information available regarding the solution being infused. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The reported condition of an interlink set that "came apart" at the distal y-site was confirmed during sample evaluation; however, an assignable cause could not be determined. A batch review was could not be performed, as the lot number of the sample was not available. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.